Event description:
The customer reported that this unit unexpectedly power cycled.

Manufacturer narrative:
(B)(4). The customer reported that this unit unexpectedly power cycled. A philips field svc engineer went to the customer site. The reported failure could not be recreated. At the discretion of the fse the battery pca was replaced. The unit passed all post-servicing testing and remains at the customer site. Based on the customer's report, we will consider this a failure. We cannot determine the cause as the failure could not be recreated.